Manufacturer narrative:
(B)(4) 2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: during testing, the pump powered on to a blank display. The pump cover was opened and the display was found to be cracked. The complaint could not be investigated.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a dim/fading/color spectrum display issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.